Manufacturer narrative:
An email response was sent to the customer, requesting that she contact customer service via phone so that her issue could be appropriately be addressed, which she did on (B)(6) 2018, at which point replacement parts were sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis twice within the week of (B)(6) 2018 and was prescribed antibiotics. She indicated that the mastitis was treated and resolved, but she continued to develop clogged ducts when she used the sonata breast pump. The customer contacted customer service again on (B)(6) 2018, alleging that the replacement parts did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/analysis. In additional follow up with a complaint handler on (B)(6) 2018, the customer indicated that she had tried the replacement pump and was still experiencing the same issue. Additionally, she indicated that she preferred to get a different style pump that doesn't cause issues so that she could return the rental pump. The complaint handler recommended that she contact customer service, to which the customer responded that she would do so; however, there is no evidence that the customer has made such contact. The original spare parts were received on 09/14/2018 and the original pump was received on 09/17/2018, but they have not been evaluated as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that the valve on her sonata breast pump was "shooting the milk back at her breasts," which was causing her pain and various issues with her nipples. She additionally alleged that she loved the breast pump, but could not use it because it caused mastitis twice when she had to pump for a full day; instead, she was renting a breast pump from the hospital.

Manufacturer narrative:
The customer's parts and accessories, with the exception of the breast shields, were received and evaluated with a lab pump, which passed suction and cycle specifications with the customer's parts and accessories. The customer's device was subsequently received and was tested with a medela lab kit and passed suction and cycle specifications. Refer to attached evaluations. Medela llc could not confirm or refute the customer's report of milk backup.